Manufacturer narrative:
Concomitant medical product: ddmc3d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that during a generator change procedure, the patient's right ventricular (rv) lead exhibited high defibrillation impedance in both the right ventricular (rv) and superior vena cava (svc) sections. As well, the lead was suspected to have a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.